Event description:
It was reported both leads migrated down one level since the patient was non-compliant during the first few weeks of post-op following their implant. The patient reported to have been lifting furniture and large boxes while packing up their house for a move. As a result, surgical intervention was undertaken on (B)(6) 2024 during which the existing leads were repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.